Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the tubing of a homechoice cassette. A customer received delivery of a dirty box of peritoneal dialysis cassettes, which caused dirt to get onto the cassettes when the box and subsequent packages of cassettes were opened. The cause of the dirt was reported to be from the carrier of the delivery (delivered by a non-baxter delivery truck). The box of cassettes arrived with dirt on the outside of the box. The reporter stated that when the box was opened, there was dirt on the packaging of the cassettes. The customer had to wipe off and clean the dirt from the cassette packaging, but felt that because there was so much dirt, some ¿could have¿ gotten onto the tubing of the cassette once the package was opened and the cassette was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.